Event description:
During implant, the left ventricular (lv) lead was positioned successfully. All tests were completed with the pacing system analyzer and were within normal range. After lead fixation, the stylet was attempted to be removed from the lead; however, it remained stuck and the connector broke when trying to remove the stylet. The lv lead and stylet were removed and replaced to complete the procedure. This resulted in a clinically significant prolongation of the procedure. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be removed and the connector broke when trying to remove the stylet were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.